Manufacturer narrative:
This supplemental report is being submitted to provide corrected information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The underlying cause of the reported phenomenon could not be identified. Also though omsc reviewed the report of olympus china, omsc could not presume that the cause of the receptacle unit (of the video connector socket part) failure of the subject device with following investigation results; -the repair history could not be checked because the subject device is destined for overseas. -as a result of the manufacturing history (DHR) review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. -the cause of the receptacle unit (of the video connector socket part) failure was not stated in the report of olympus china. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the receptacle unit (of the video connector socket part) failure of the subject device caused no image. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. There was no report of patient injury associated with the event.